Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. Reportedly the customer had incorrectly entered settings in the pump. Customer gave a manual injection to address bg. Customer updated their pump settings to address the event.